Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, the patient required anticoagulation treatment for the thrombosis. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the event remains indeterminable. However, it is likely that patient related factors and the progression of the patient¿s underlying valvular disease pathology contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a (B)(6) years-old patient with an edwards valve implanted in the pulmonary position presented with valve insufficiency due to thrombosis after 15 months of the implant. As per medical opinion, this thrombosis was unrelated to the valve. The surgeon did not know if a reoperation to explant the valve or a tavi procedure would be necessary. The physician requested anticoagulation treatment for 30 days and reevaluation after that period of time.